Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump keeps alarming and will not turn on. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: the tamper seal is broken on plunger case and bottom case. There wasn?t any external damage. Unable go into ehl due to blank screen and constant alarm was found at power up. Incomplete upload process from base to head by customer. Upload to 1.6.4 software by using the power point process. Performed pm maintenance and all functional testing. Blank screen with constant alarm found caused by incorrect process for software update by customer. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.